Manufacturer narrative:
It was reported that the surgical staff caught an object between slide assembly and column shroud while using the trendelenburg function, the table was physically damaged, and that the slide function made an unusual noise and did not properly operate. After the obstruction was removed, it is reported that an unknown unintended movement occurred. A stryker field service technician (sfst) was dispatched to investigate. The sfst observed damage to table column assembly and table slide assembly consistent with an obstruction present during movement of the table. Per the operon operator's manual as well as a label on the table, nothing is to be placed under the table during use. There was no injury or adverse consequence reported.

Event description:
It was reported that the surgical staff caught an object between slide assembly and column shroud while using the trendelenburg function, the table was physically damaged, and that the slide function made an unusual noise and did not properly operate. After the obstruction was removed, it is reported that an unknown unintended movement occurred. There was no injury or adverse consequence reported.

Manufacturer narrative:
The table catalog number has been corrected per the investigation to ot 1702175 operon d850, w/split leg control, w/driv.

Event description:
It was reported that the surgical staff caught an object between slide assembly and column shroud while using the trendelenburg function, the table was physically damaged, and that the slide function made an unusual noise and did not properly operate. After the obstruction was removed, it is reported that an unknown unintended movement occurred. There was no injury or adverse consequence reported.